Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump vibrate was too low when customer would interact with the pump touchscreen. Additionally, it was reported that a malfunction alarm occurred. No adverse impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy.